Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece, with the helix retracted and clogged with blood/tissue. The stylet was inserted inside the lead and blood/body fluids were noted inside the inner coil. This was most likely the cause of the stylet being immobile inside the lead. The lead was cut in order to evaluate the helix function by excluding the over torqued and overlapping region of the inner coil. After cutting the lead and cleaning, the helix could be extended and retracted from the inner coil. Full helix extension length was measured and found to meet specification.

Event description:
During follow-up, dislodgement was observed on the right ventricular (rv) lead. A stylet became stuck in the rv lead during lead revision. The rv lead was explanted and replaced and the patient was stable.